Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a fuse was found open on mobile view station (mvs) power board. Fuse was replaced and system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect fuses have not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the imaging system would not start and the mobile view station (mvs) of imaging system was not booting. There was no patient present at the time of the issue.